Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 54, 61, 58, 76, 77 mg/dl. The customer's expected fasting blood glucose test result range is 90 to 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non fasting and produced test results of 85 and 88mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (time not set correctly: (B)(6).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction:user's test strips had a poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 54, 61, 58, 76, 77 mg/dl. The customer's expected fasting blood glucose test result range is 90 to 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non fasting and produced test results of 85 and 88 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (time not set correctly: (B)(6).